Event description:
A sterile processing department operator was using a belimed cs720 cart washer. The doors for the cart washer are closed by pressing and holding two buttons simultaneously the entire time the doors are closing. When the operator pressed and held these two buttons, a cart got stuck in between the two doors. The operator then pressed and held the two buttons with one hand while pushing the cart into the wash chamber with the other hand. The doors then closed on the operator's arm causing an injury. The operator's manual states the following: "if you must be inside the wash chamber for any reason, press the emergency stop push-button inside the chamber. This will prevent any operation of the washer."